Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the filter of a medex¿ ultra small bore extension set with removable slide clamp was leaking while being attached to a PICC line during total parenteral nutrition infusion. No adverse event was reported; no further information was provided.